Event description:
A report was received that the patient underwent a lead revision due to lead migration. The lead was repositioned.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2366-70 serial/lot #: (B)(6). Description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient underwent a lead revision due to lead migration. The lead was repositioned.

Manufacturer narrative:
Correction to follow up#1 MDR in field b5: describe event or problem.

Event description:
It was reported that a patient underwent a lead revision due to lead migration. The lead was repositioned. Additional information was received that the patient was experiencing undesired stimulation in the wrong area due to the lead migration. The patient's stimulation is now covering the pain areas and provided relief following the revision.